Event description:
Additional information received reported that a new catheter was placed. The patient was getting good pain relief.

Event description:
It was reported that the catheter had disconnected from the pump. A dye study was performed as a diagnostic. The pump was infusing dilaudid (hydromorphone). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).